Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt stated that at the end of the treatment when removed his tubing set, he noticed it was leaking. Pt reported he has had no ill effects or antibiotics taken. He reports he does not have sample for return.